Event description:
Serious concern regarding watchpat®, an FDA-cleared portable home sleep apnea test and diagnostic device recently provided to one of our patients. The patient reported that while preparing the device for use specifically when inserting the battery, the unit began to heat up excessively and appeared to be melting . Photos were provided and are available for review. For patient safety, the device was not used. The patient also specifically noted that the batteries appeared normal prior to insertion and that she carefully ensured correct placement of the batteries, aligning the positive (+) and negative (¿) ends appropriately. She even rechecked the batteries after the overheating occurred to confirm proper placement. For clarification, we exclusively use brand new duracell batteries, which are used once per patient and then discarded. We do not reuse batteries with our patients, and these batteries were brand new, straight out of the box. The serial number of the affected device is (B)(6). There are concerns about the potential liability risk if an event like this were to occur while a patient is actively wearing the device. I am uploading pictures of the batteries that melted inside the watchpat device.